Event description:
Procedure type: total gastrectomy. According to the reporter: after firing, the device could not be removed. The surgeon had to excise the tissue to remove the device. Doughnut ring on oral side was made, but the anal side tissue was not cut completely. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was not extended by more than 30 mins. No reinforcement material was used in this case.

Manufacturer narrative:
(B)(4).